Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. The malfunction code was identified and resettable, so technical support provided pump reset information and assisted the caller with resetting the pump. Caller lacked charging equipment and planned to follow up to perform the pump reset. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.